Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was being unpacked for use in a ureteroscopy procedure on a female patient. The procedure date is unknown. According to the complainant, the stent broke into two pieces as it was being taken out of the package. It was reported that the case was successfully completed with another percuflex ureteral stent. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation since it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time we were unable to determine the relationship between the device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.